Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin on board (iob) text was still visible when switching to different features on the pump touch screen. Additionally, it was reported that the display was tilted. Upon reviewing the display issues, tandem technical support advised the customer that the pump was functioning as intended. There was no information provided regarding the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.